Event description:
The customer sent an e-mail stating that he/she tested his/her blood glucose using his/her contour meter and another meter and received up to a 70 mg/dl difference between readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was advised to call for troubleshooting. No product was replaced or expected to return at this time.

Manufacturer narrative:
The customer's personal info or product info could be obtained. It's not possible to determine the MFR date without the meter info.